Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s ins was changed out on (B)(6) 2017, and intra-operative impedance values were all normal. The rep was with the patient post-operative and saw all contacts having impedance greater than 40,000 ohms. The rep was advised to change the lead configuration to a 2x8 to make sure the lead wasn't configured incorrectly, but all contacts were still showing greater than 40,000 ohm impedance. The rep ran stimulation for a few minutes and was up to 7 volts, but the patient was unable to feel anything and after re-running impedances tests they all showed greater than 40,000 ohms. The rep would talk to the physician about the next steps. The rep asked if it could be a bad ins. It was noted that taking x-rays to see if the lead pulled out was discussed. Additional information was received from the rep. It was reported that the patient still had high impedance and was not receiving stimulation. The office was to schedule a possible lead revision/battery change in the near future. See MFR report #3004209178-2017-14181 for the report of the ins replacement.